Event description:
On 07/24/87 an ipp device was implanted. On 08/09/90 the cylinders were revised. On 07/17/97 the entire device was removed from the patient and replaced due to aneurysmal dilatation -right cylinder.